Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. It was stated that the device was exposed to an MRI. The displacement test was performed and the test failed. No further information was provided.

Manufacturer narrative:
Motor error alarm noted during basic occlusion test due to faulty force sensor. Motor passed motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.